Event description:
A report was received that the patient was in a car accident, unrelated to device, and the would lose coverage shortly after being reprogrammed. The physician suspected that ipg may be affected. The patient underwent a revision procedure and the ipg was replaced.

Event description:
A report was received that the patient was in a car accident, unrelated to device, and the would lose coverage shortly after being reprogrammed. The physician suspected that ipg may be affected. The patient underwent a revision procedure and the ipg was replaced.

Manufacturer narrative:
The ipg passes all visual, performance, and electrical tests performed. The ipg exhibits normal device characteristics.